Event description:
A customer reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on resetting the pump and guiding them through the process. After completing the reset, the error did not reoccur, and the customer successfully started their sensor session.